Event description:
It was reported a patient presented with an allergic reaction to their pacemaker. The device was explanted in a procedure on (B)(6) 2024. Post-procedure the patient was stable.

Manufacturer narrative:
Correction: g3 should be 10 jul 2024.